Manufacturer narrative:
Specimen collection and storage information were not provided. Qc controls were run before and after the incident and recovered within acceptable limits. A bci field service engineer (fse) saw plenty of bubbles on both wbc and rbc diluent dispensers, and also that valve-4 actuator was not opening and closing properly. Fse replaced both dispensers and the actuator on the lh 750 instrument. Instrument was verified and results met published performance. The root cause for erroneous hgb results was the malfunctioning of the wbc and rbc diluent dispensers and the valve 4 actuator that were subsequently replaced during instrument servicing for this cf event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high cv (3.38%) on hgb reproducibility test report generated on the coulter lh 750 analyzer. The erroneous results were reported out of the laboratory. After analysis of some patients on the lh 750, the customer re-ran those same patients on an alternate instrument and higher hgb results were recovered, which the customer believes the lh500 hgb results to be correct. Lh 750 hgb results were flagged with lab limits of "al" flags, and the lh 500 with "l" flags. No instrument generated flags or messages were reported by the lh 750 instrument. No death, injury or change to patient treatment associated with this event.